Event description:
Complainant alleged that while attempting to monitor a pt. There was smoke seen coming out from the device, complainant did not indicate that there was an adverse effect to the pt due to the reported malfunction.